Event description:
Dealer advised right tab weldment is broken and left side tab weldment is cracked where it hooks onto the power front riggings.

Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.